Event description:
Noise on the rv & ff channels was detected as vf on two separate occasions ((B)(6) 2016). The device began to charge, however the shock aborted due to confirmation. All device measurements are in normal range. This lead was explanted and returned for analysis. There are no adverse patient effects reported.

Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, mechanical and electrical inspection. The analysis revealed multiple abrasion marks along the lead body. In particular approx.20 cm distal to the is-1 connector pin the insulation was found rubbed through. This damage can be considered as the root cause of the observed noise without shock delivery as reported in the complaint description. Based on the characteristics as well as the location of the damage, it is reasonable to assume that the lead had been subject to excessive mechanical forces as the result of interaction with the generator housing. Further damages most likely occurred during the explantation procedure. The analysis did not reveal any sign of a material or manufacturing problem. Biotronik will monitor closely if complaints received in future point towards a common root cause. For this reason we encourage close dialogue between clinicians and our product experts in order to explore all options to minimize any such occurrences in future.